Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a small amount of increased pain following radiation therapy. The patient felt that the device was not working properly and wanted the pump "checked out". The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.